Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. There was no button error alarm during testing. The displacement test was unable to be performed due to no button response. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window and scratches on the reservoir tube window.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and a crack near the battery cap. Customer stated that they were kayaking and they dropped the device. Customer's blood glucose reading was 143 mg/dl. Troubleshooting for keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.